Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) unit shows leak in iab circuit. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse checked and found that the unit is working ok, the fse have done the safety disk leak test and pneumatic performance test. Both tests are passed. But average pressure is low. Unit needs replacement of safety disk and 5000 hours preventive maintenance kit but the customer was not interested to purchase the parts. The fse handed over equipment to customer in good working condition. If information is received, we will reopen and update the complaint.

Event description:
N/a.